Event description:
It was reported that the display on the insulin pump is blank. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display returned. Blood glucose value is 185 mg/dl. Nothing further reported.